Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The device has not yet been evaluated by maquet. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp autofill failure was observed. The patient was switched to another iabp and therapy was continued. No patient injury was reported.